Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient the patient's ipg had migrated and became loose in the pocket. It was also noted that the patient's lead had disconnected from the ipg. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted.